Manufacturer narrative:
Insulin pump received with no button response due to corrosion on keypad traces. No button error alarms noted during testing. Found extra adhesive under keypad assembly noted. Unable to do displacement due to buttons unresponsive. Insulin pump has cracked case on the lcd display window corners, cracked lcd display window, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error during normal use. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.